Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high resistance/impedance. There was one patient alert for right ventricular (rv) pace lead impedance greater than 2000 ohms on (B)(4)-2010. Weekly pace impedance trend un-filtered data shows max ventricular pace of infinite and filtered data shows max ventricular pace of 0 ohms, only on (B)(4)-2010, then max ventricular pace returns to the baseline of 520 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead had high impedance and the patient alert was triggered. The lead is still in use. No patient complications have been reported as a result of this event.